Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd884437) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of mini cap came off and peritonitis in a female patient (born in 1954) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the mini cap came off and the patient was not aware. On (B)(6) 2011, the patient experienced peritonitis that did not result in hospitalization. The peritonitis was caused by the mini cap coming off. The patient was treated with vancomycin 1gram for two weeks intraperitoneal (ip). At the time of this report, the patient was recovering from the peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. The event was related to user error. The patient has been retrained regarding aseptic technique.